Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an alarm head and confirmed due to a motor stall. It was stated the stall was constant. It was noted the stall occurred at (B)(6) 2014 at 12:48 from the pump logs. It was reported there were multiple stalls and recoveries going back to (B)(6) 2014. It was noted there were also stalls and recoveries on (B)(6). It was noted the health care provider (hcp) was filling the pump today. It was reported there was a 10ml volume discrepancy in december 2013. It was reported the patient was admitted to the hospital on (B)(6) 2014 and was currently admitted to the ICU for respiratory issues/failure. It was noted the patient was admitted for seizure activity and mental status changes which would correlate with baclofen withdrawal. It was noted that it was unknown if any alarms were heard from the pump. It was reported the patient was brought to intervention radiology for a PICC line check. The pump was used to deliver baclofen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported "they" thought it was kinked back in december. There was no dye study performed. The patient was in the ICU for respiratory failure due to pneumonia and was intubated. The patient was also noted to be obtunded.

Event description:
Additional information later reported the patient passed away at another hospital while hospitalized for respiratory problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n166260, implanted: (B)(6) 2009, product type: accessory; product ID 8709sc, lot# n185900023, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).